Manufacturer narrative:
The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery tests due to the motor error alarm. No lost setting on the pump was noted during previous tests. Unable to perform other error tests due to constant motor error alarms and over written pump history. The pump also had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery alarm during the fill tubing process. The caller did not know the blood glucose reading, and no significant events leading up to the alarms were noted. The customer also noted that the insulin pump may have alarmed an error that indicated that the motor position encoder experienced an error as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.